Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage along with insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment; however, lead on heart valve could not be ruled out. The reported noise and oversensing was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the shock electrogram. The noise was reproducible. No adverse patient effects were reported. The product was later explanted due to an infection and returned for laboratory analysis.